Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No articles were returned. The device history records of both mentioned lots were researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. Also, we are not aware of any similar occurrences regarding these lots. Based on these findings, the cause of failure is not due to any manufacturing non-conformances.

Event description:
Cap cross-threaded during insertion. This is 2 of 3 report for complaint (B)(4).